Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 130 to 245 mg/dl. The customer reported symptoms of congestion and sore throat. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and reported symptoms. Comparison of blood glucose test results by customer from trueresult meter to competitor meter. Back to back blood test performed by customer fasting on (B)(6) 2015 at 09:39am produced test results of 70 mg/dl and 71 mg/dl using trueresult meter and 175 mg/dl using competitor meter. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 69 mg/dl and 68 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 09/22/2018 and open vial date is (B)(6) 2015. The meter memory not recalled. Adverse event not reported.